Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter alleged that the battery compartment was cracked/damaged. It was noted that the battery cap was not able to be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 09/19/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following: the battery compartment was intact; no damage was observed. During testing, the pump powered on to the ¿verify¿ screen in accordance with normal operation. The returned battery cap contact height was found to be out of the required specifications. The battery cap threads were found to be stripped/damaged. A test battery cap was able to be secured to the pump and was used to complete all pump testing.